Event description:
It was reported the octopus evolution broke during a case; part of the suction arm broke off at the head link and fell into the chest cavity. The part was retrieved and the case was continued with another device. There was no known adverse affect on the patient.

Manufacturer narrative:
H3 analysis: visual inspection of the returned product shows one set of suction pods is detached from the wire-loop head-link, as reported by the user. Product labeling contains instructions for the user, including illustrations, for the proper use of the device per its labeled indications. A caution included in the IFU states "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: the device, as returned, was out of specification and was related to the event. We are unable to determine the exact cause of the event. There was no reported effect to the patient.